Event description:
Medtronic minimed 780g insulin pump no longer sends insulin into my body as a result of manufacturing changes to their reservoirs and insertion sets being defective and changes to the manufacturing process. As a result the device does not work. I have had blood sugars of 400 because the device fails to bring insulin into my body. The consumer helpline at minimed no longer answers their phones. On (B)(6) I got a returned call after 24 hours of device non function. On (B)(6) I called and spent 2 hours on hold and was disconnected. On (B)(6) I called and was on hold over 2 hours then disconnected. On (B)(6) I called and was on hold for over 8 hours and was disconnected. Due to manufacturing changes which cause medtronic to supply defective devices they will indicate insulin flow blocked. Attempting to prime the canula line with a new reservoir and insertion set there will not be the ability to generate insulin flow because the products will not allow using the pump. Flow cannot be generated even manually through the peripherals. The company has no way they can be contacted by users or medical professionals. Therefore their pumps and devices should be pulled (they manufacture morphine pumps and insulin pumps using the same peripheral devices). I have attempted multiple bodily sites for insertion of the insertion sets and keep getting insulin flow block results. Since (B)(6) I have inserted a new reservoir set and insertion set as noted in numbers and by date: 1 (B)(6) 2026, 2 (B)(6) 2026, 2 (B)(6) 2026, 2 (B)(6) 2026, and 2 (B)(6) 2026. Reservoirs mmt 332a, lot hg91d9v. Insertion sets mmt396a, lots 6015209 and 6015209. I have filed a previous complaint which has received no response. This product as it is manufactured and supplied with defective reservoirs and insertion sets does not allow for blood sugar control, the company has no support, not even a way to get help when you have trouble. Please remove these products from use in the united states. My blood sugars have been out of control because the products do not work. There is no way to contact the company for help. Pt: 1905. Device: 2338, 2423. Ref: mw5187896, mw5187898.